Manufacturer narrative:
Date of event: no information. Concomitant medical products: product ID: 3093-28, lot#: v267033, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient will go back to his doctor, because he was "having issues." He thinks the lead implanted "in his bladder" is not working. No further complications were reported.